Manufacturer narrative:
The sample alnty pptr probes were replaced and calibrated resolving the issue. The alnty pptr was deemed the likely for the false elevated high sensitive stat troponin-I results. The alinity I processing module function was verified with a control/precision run. The instrument service history for the alinity I processing module verifies no subsequent issues have been reported related to false elevated high sensitive stat troponin-I results post the current issue was identified. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the alnty pptr probes or the alinity I processing module. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I for a 71-year-old male patient. (Customer provided critical limits >/= 14 ng/l female, >/=35 ng/l male) the following results were provided: 19sep2024 sid (B)(6) initial result = 1150.2 ng/l, repeat result = 8.3 ng/l no impact to patient management was reported.